Manufacturer narrative:
Concomitant medical products: 10 ml bd plastipak syringe, therapy date: (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while they were disconnecting the syringe tubing from the patient's PICC line they noted the line broke and with the end stuck in the cap. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the line broke with the end stuck in the cap was confirmed. Visual inspection revealed the male luer tip of the extension set broken off. Closer inspection of the break site showed no evidence of stress marks or tool marks. The broken off tip of the male luer was not received with the set. Functional testing was not performed due to the damage. The root cause of the break could not be determined.